Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump buttons responded properly. However, corrosion was found on the keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, and scratches on the reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump that could not be cleared. Her blood glucose level was not known. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.